Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was used for the patient of serious heart failure. The patient temperature was not measured well at rectum due to stool's affection and became bradycardia. This device was still using for the patient. Imi suggested the device swapping, but the patient was stable and taking consideration of therapy stop's risk, the doctor continued to use the device. Hospital requested imi to download and analyze the data from the device after the therapy was completed. It was unknown what medical intervention was provided. Per follow up information received via mail on 03jul2024, it was reported that the device will not be coming into bd facility for evaluation, imi team will analyze the data after treatment and consider requesting an investigation if there was a possibility of a defect in the unit, but at this time, no. The device issue was under confirming. Treatment was underway using original equipment. Patient temperature was measured rectally, but the stool may have prevented successful measurement and temperature control, but they would like to review the data to determine causality. Unknown at this time. Additional intervention information was unknown.

Event description:
It was reported that the arctic sun device was used for the patient of serious heart failure. The patient temperature was not measured well at rectum due to stool's affection and became bradycardia. This device was still using for the patient. Imi suggested the device swapping, but the patient was stable and taking consideration of therapy stop's risk, the doctor continued to use the device. Hospital requested imi to download and analyze the data from the device after the therapy was completed. It was unknown what medical intervention was provided. Hx: patient had serious heart failure. Per follow up information received via mail on 03jul2024, it was reported that the device will not be coming into bd facility for evaluation, imi team will analyze the data after treatment and consider requesting an investigation if there was a possibility of a defect in the unit, but at this time, no. The device issue was under confirming. Treatment was underway using original equipment. Patient temperature was measured rectally, but the stool may have prevented successful measurement and temperature control, but they would like to review the data to determine causality. Unknown at this time. Additional intervention information was unknown.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. No error code observed in event log. Issue was not reproduced. Unit was evaluated for functionality per (B)(4); rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. . UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.